Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. On an unspecified date and time several months ago, the device was programmed to deliver normal saline, at a rate of 999ml/hr, with a 900ml vtbi (volume to be infused), and the delivery was started. The container size was reported to be 1000ml. The customer contact reported going into the pt's room in response to an end of infusion alarm. At that time, it was noted there was a "large" accumulation of air bubbles in the tubing set with no device alarm indicating air in line. No air reached the pt. The customer contact disconnected the tubing set from the pt, removed the air from the tubing set, reconnected the tubing set to the pt. It was reported that the same device was reprogrammed to deliver normal saline, at a rate of 999ml/hr, with a 900ml vtbi (volume to be infused), and the delivery was started. The container size was reported to be 1000ml. At an unspecified time, the customer contact went to the pt's room in response to an end of infusion alarm. At that time, the customer contact again noted a "large" accumulation of air bubbles in the tubing set with no device alarm indicating air in line. No air reached the pt. The customer contact reports that the air was again removed from the tubing set and the delivery was restarted using the same device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though, requested, no additional information including event date was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This event was identified as part of a customer notification dated april 2010. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. It was determined the failure to alarm for air in line occurred when a liquid droplet adhered to the inner wall of a microbore administration tubing set when the solution container was run past dry and the liquid droplet was positioned directly in line with the air sensor, interfering with the air sensing algorithm¿s ability to trigger an alarm for the presence of air.  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated (B)(4).  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.